Event description:
It was reported an access port was placed for chemotherapy administration in a lung cancer pt sometime in 1999. Following an undisclosed amount of time the catheter detached from the port. No further details are available regarding this event. Co was informed this pt has since expired from the pre-existing lung cancer and the pt's demise was unrelated to this event. This device has not been received for eval. Therefore, no failure analysis is available. Initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, since co was unable to obtain further details from the hosp, co is unable to determine the exact cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.